Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode wire was not in shape. The issue was found during a therapeutic resection with plasma procedure and completed using a similar device. There were no reports of patient harm.